Manufacturer narrative:
(B)(4). Concomitant products: guide wire: cordis stabilizer; cordis wizdom; guide cath: cordis jr4. (B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: note the product use by (expiration) date on the product label. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during review of the consignment purchase received from the site it was noted that the 3.5 x 8 mm xience xpedition stent delivery system (sds) had an expired lot number. Verification by abbott noted the device had been used and implanted past the expiration date. There was no reported patient effect. No addifional information was provided.